Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause and treatment of peritonitis were not reported. On an unreported date, the patient went to the outpatient department due to the event; however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow-up.